Manufacturer narrative:
Additional information: medical device lot #: 9056826. Medical device expiration date: 2/29/2024. Device manufacture date: 2/25/2019. Investigation summary: one sample was provided by the customer for investigation. The sample was visually examined using unaided vision. It was observed that there is brown foreign matter (fm) embedded in the in the tip of the syringe. A device history record (DHR) review was not reported by the customer; however, upon receipt of the sample a lot number was found on the blister pack. Therefore, a device history record (DHR) review was performed on the batch on the blister pack and that batch was associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Possible root cause, embedded foreign matter can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. Bd acknowledges that the returned sample had brown embedded foreign matter (fm). When starting the molding process, the press is put into ¿startup¿ where the press runs until any potential fm is flushed through the system. The press remains in startup until no foreign matter is detected in inspections. As this occurrence would not exceed the acceptable quality level (aql) for the batch no corrective or preventative action will be taken in the scope of this complaint.

Event description:
It has been reported that one unspecified bd¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: material no.: unknown, batch no.: unknown. It was reported that there was a dark stain on the tip of the syringe while still sealed in the package. My IV room tech has given me a 60ml syringe that has ¿dark staining¿ on the tip of it. The syringe is still factory sealed.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that one unspecified bd¿ syringe has been found containing foreign matter before use. The following has been provided by the initial reporter: material no.: unknown. Batch no.: unknown. It was reported that there was a dark stain on the tip of the syringe while still sealed in the package. My IV room tech has given me a 60ml syringe that has ¿dark staining¿ on the tip of it. The syringe is still factory sealed.